Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a tonsillectomy procedure, a flame sparked at the tip of the cautery blade and burned the right side of the patient's tongue. The burn was described as superficial and treatment was not required. The patient received a post-operative check and was doing well and the burn was healing. Medline industries filed an MDR for this event, reference MDR# 1423395-2018-00002. From (B)(4), according to the reporter, during the procedure, the device burned the patient's mouth. No further information on concomitant device used with the generator. From (B)(4) according to the reporter, the patient suffered a burn to the inside of the mouth and tongue. There was a patient injury. Patient is healing well and the burn did not compromise the airway or leave any scarring.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. Without the original packaging or a reported lot number, the investigator cannot determine if the product was within the assigned expiration date at the time of reported incident. The returned product did not meet specification as received. Visual inspection found the metal tip of the electrode to be charred and deformed. The insulator also showed signs of deformation as though it had been exposed to excessive heat. The investigation of the returned equipment did not identify any defects that would have caused or contributed to the reported event. Visual inspection found that the device was assembled correctly. The tip of the electrode was found to be charred and deformed. The insulator had also deformed as though exposed to excessive heat. The sparking and heating associated with electrosurgery can provide an ignition source. Post market vigilance (pmv) did not identify any manufacturing/material defects that could possibly contribute to the observed damage. The investigation identified the root cause of the reported event to be user error. The instructions for use (IFU) warns the sparking and heating associated with electrosurgery can provide an ignition source. Observe fire precautions at all times: when using electrosurgery in the same room with gases or flammable substances, prevent pooling of fluids and the accumulation of gases under surgical drapes or near the surgical site. Tissue buildup (eschar) on the tip of an active electrode poses a fire hazard, especially in oxygen-enriched environments, such as in throat or mouth procedures. Eschar plus high oxygen may create embers. Keep the electrode clean and free of all debris. If information is provided in the future, a supplemental report will be issued.